Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they couldn't get the implant to charge. Patient did not have their equipment with them at the time of the call, so agent advised the patient to call patient services back with their equipment for troubleshooting. When asked for the event date, patient stated that it was friday. Patient noted that this wasn't the first time that this had happened and that this was probably the third or fourth time that the issue occurred.